Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the battery cap was unable to be secured on the pump. The reporter also stated that the battery cap has never been changed. The user guide instructs the user to change the battery cap every three to six months. Another battery cap was tried and also would not secure to the pump. The reporter also stated that there was no visible damage to the battery cap or pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were unexplained pump reboot¿s observed in the black box history. The returned battery cap had stripped threads and was unable to be fully secured to the pump; therefore, intermittent power was duplicated upon investigation. A new test battery cap was able to be fully tightened to the pump. The pump was exercised for (B)(4) hours and there were no power interruptions or alarms duplicated during this time. There was no evidence of internal moisture or damage to the power circuit observed when the pump cover was removed. There was a crack in the battery compartment observed. Unrelated to the original complaint, the display screen had a faded discolored contrast. Also unrelated, the up arrow button was intermittently responsive. The keypad was intact and the rest of the buttons on the keypad responded properly. Contamination was found under the up arrow, down arrow, and contrast buttons when the keypad was removed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.